Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion frequently if the downstream occlusion setting was set to low. It was indicated that the downstream occlusion alarms were from the syringe pump that was connected to the lower y-site below the spectrum pump and the 'competing psis'. The event happened during patient infusion in the neonatal intensive care unit (nicu). There was no known patient injury or medical intervention associated with this event. No additional information is available.